Event description:
T-handle and hudson adapter strip continuously. Had to attach vice-grips to extract reamer out of canal. This caused a 1-hour surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported event. The root cause is attributed to product wear out over time. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.